Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that bd vacutainer® urine analysis preservative tube had incorrect label information. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but snip its were provided by the customer facility for investigation. The snip it showed a difference from a statement from a white paper vs the urine product circular. Bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation the customer¿s indicated failure mode for difference in product insert and a bd white paper with the incident lot was observed. Root cause description: as a result, bd is reviewing specific areas in the process where the cause of this issue may have originated rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® urine analysis preservative tube had incorrect label information. No serious injury or medical intervention was reported.